Event description:
During a percutaneous coronary intervention of the circumflex/obtuse artery after pre dilatation with shockwave balloon and balloon angioplasty a stent delivery system was introduced into the obtuse marginal artery and deployed to nominal pressure. Once deployed md attempted to remove delivery system (balloon) and it broke off in the circumflex artery. Unable to retrieve.